Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).

Event description:
On the day of the index procedure, a dissection occurred during the pre dilation of the anterior tibial artery on the left leg using an amphirion deep pta balloon catheter. A second pre-dilation was required. Investigator reported that the event was not related to the device and highly probably related to the procedure.